Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. Approximately fourteen years and six months after the index procedure the risk of device removal was discussed, and it was determined that they outweighed the benefits. The patient reported becoming aware of these events thirteen years and nine months post implant. The patient also reported fear that the filter might cause more damage. According to the medical records, at the time of the implant the patient had a history of cholecystectomy, tubal ligation, anxiety, depression, bariatric surgery, migraine headaches, irritable bowel disease, tobacco use, numbness in left leg and back pain problem. The indication for the filter placement was prophylaxis for risk of pulmonary embolism in a patient with chronic left lower extremity deep vein thrombosis with factor v leiden deficiency and the need for lumbar laminectomy surgery. The filter was placed via the right common femoral vein and was deployed below the level of the renal veins. The patient tolerated the procedure well and there were no immediate complications. Two computed tomography (CT) scan images were provided that depict a cordis type inferior vena cava (ivc) filter. Approximately thirteen years and nine months post implant a CT scan of the abdomen was performed to evaluate the filter. Results of the scan noted that the apex of the filter was 7 degrees medially and 8 degrees anteriorly and perforation of struts beyond the ivc wall between 2-5mm. Approximately ten months after the CT scan, the patient was seen in consult for ivc filter removal. The recommendation at the time was to leave the filter in place. The product is not available for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation. Approximately fourteen years and six months after the index procedure the risk of device removal was discussed and it was determined that they outweighed the benefits. According to the medical records, at the time of the implant the patient had a history of cholecystectomy, tubal ligation, anxiety, depression, bariatric surgery, migraine headaches, irritable bowel disease, tobacco use, numbness in left leg and back pain problem. The indication for the filter placement was prophylaxis for risk of pulmonary embolism in a patient with chronic left lower extremity deep vein thrombosis with factor v leiden deficiency and the need for lumbar laminectomy surgery. The filter was placed via the right common femoral vein. It was deployed below the level of the renal veins. The patient tolerated the procedure well and there were no immediate complications. Two computed tomography (CT) scan images were provided that depict a cordis type inferior vena cava (ivc) filter. Approximately thirteen years and nine months post implant a CT scan of the abdomen was performed to evaluate the filter. Results of the scan noted that the apex of the filter was 7 degrees medially and 8 degrees anteriorly and perforation of struts beyond the ivc wall between 2-5mm. Approximately ten months after the CT scan, the patient was seen in consult for ivc filter removal. The recommendation at the time was to leave the filter in place. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts, tilt and filter unable to be retrieved. The patient reported becoming aware of these events thirteen years and nine months post implant. There have been no attempts to remove the filter. The patient also reported fear that the filter might cause more damage.